Event description:
It was reported that the patient presented to the ER after receiving an inappropriate shock. Low impedance after the shock was observed. There was an alert message that showed open circuit and no further therapy was permitted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an internal abrasion at the distal end of the svc shock coil termination ring 17.3cm from the helix end. One of the rv cables was found abraded outward through the outer insulation.